Event description:
The customer called and reported his blood glucose was running high and had reached 600 mg/dl. The customer had gone to his doctor, who did not properly program the bolus wizard feature. The customer further stated his blood glucose was at 20 mg/dl when he entered a bolus, not realizing the insulin pump had already given him a bolus and called the doctor. His doctor advised that he get the bolus wizard turned back on. The customer declined to troubleshoot for high and low blood glucose. Customer stated he had a bent cannula and the infusion set was bent. The customer also mentioned receiving no delivery alarms when the line would get tangled, but stated he was able to resolve this on his own, declining further offers to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.